Manufacturer narrative:
It was reported, the device's power supply, power management board and oxygen blending module board were replaced. The device's ac connector cable was also replaced.

Manufacturer narrative:
It was initially reported, the device's power supply and power management board were replaced to address the issue. Physical damage was observed on both components. The device's oxygen blending module board was also replaced due to a "service required" code and failure to calibrate.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply and power management board were replaced to address the issue. Physical damage was observed on both components.